Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos (general purpose operating system) cpu assembly and rtos (real time operating system) cpu assembly were evaluated and reseated. All other workstation pcb's and associated fuses were also reseated. The hard disk drive was also reformatted and the system software/calibrations was reloaded as part of the service event. The interconnect cable was replaced as a precautionary measure. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error. Additional information was received from the field service engineer confirming that the system locked up. No patient serious injury or death was reported related to this event.